Event description:
Device report from the (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2022, the distraction post was faulty as the end part should spin. It did on one post but not the other one. Procedure was completed with no delay. There was no patient consequence. This report is for a distraction post. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part # 698343046 lot # wa30426 supplier: (B)(4) batch1: lot qty of 04 unit were released on december 8, 2021 with no discrepancies. No ncrs were generated during production. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product and a photograph were returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device and the photograph. Visual analysis of the returned sample and the photograph revealed no anomalies on the mod distraction post - large. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed since the device was returned without its mating device. However, the distal end was noted jammed as it was not able to spin by hand. The complaint condition was able to be replicated. A review of the receiving inspection (ri) was performed for the finished device , and no issues were identified. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the mod distraction post - large would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.